Event description:
The customer reported a subtraction video was not saved and was lost. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and reformatted the cine drive. System operates as intended.